Event description:
During preventative maintenance of the pump system, the service rep observed that the centrifugal pump manual drive device did not rotate as expected, when the centrifugal pump head was installed. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.